Event description:
It was reported by customer that guidewire from a provena PICC frayed off in the patients arm and remaining fragments are in patient tissue. Additional information received 20-dec-2024; it was reported by the customer the patient had retained fragments of the guidewire left in their arm. Surgical removal of the retained fragments from the patient¿s tissue was required. According to pre- and post-imaging, staff believe that all fragments were able to be removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire was confirmed. The product returned for evaluation was one nitinol guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated, and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire ¿ the weld tip of the wire was missing and could not be accounted for during the evaluation normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that guidewire from a provena PICC frayed off in the patients arm and remaining fragments are in patient tissue. Additional information received 20-dec-2024; it was reported by the customer the patient had retained fragments of the guidewire left in their arm. Surgical removal of the retained fragments from the patient¿s tissue was required. According to pre- and post-imaging, staff believe that all fragments were able to be removed.